Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not showing software versions and serial numbers on power on. The ventilator was not on a patient at the time of the event. A service engineer inspected the device and replaced the bd pcb (breath delivery printed circuit board) and downloaded the software. The unit passed all testing and operated within the manufacturing specifications.